Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a left external iliac artery. After the 8.0x40mm armada 35 balloon dilatation catheter (bdc) was delivered to the lesion and was inflated three times to 4 and 8 atmospheres twice. However, it was noted the device was losing pressure when attempting to inflate. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device appear to be related to operational context; however, a conclusive cause for the reported balloon rupture could not be determined. There was no leak noted during preparation or during the initial three inflations, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the armada 35 interacted with the moderately calcification and moderately tortuous anatomy resulting in the reported difficulty advancing the device. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. A conclusive cause for the reported balloon rupture could not be determined since the compliant could not be confirmed during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequently, after the initial was filed it was noted that the procedure was to treat a moderately calcified, moderately tortuous left external iliac artery. Resistance during advancement was noted with anatomy. No additional information was provided.